Manufacturer narrative:
The customer's product was returned for investigation. The test strips did not show any abnormalities. The customer material and relevant retention material were tested with five different human serum albumin solutions and the results from the investigation were in accordance with the testing plan. No product failure was detected. There were no follow up/corrective actions for this event. The device was returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Low results were generated by the chemstrip micral. The event involved a total of 1 patient. The patient's age is (B)(6) years. The patient is male.